Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the t.w. Power supply was not producing reliable output, from pin 1 and 2 the y measured 2.5 volts, pins 1 and 5 were zero volts. It was not getting hot, it was turned it up to 5 and it did not heat up very much. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).